Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on pt, but there was no pt harm

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.